Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported a patient was pressing the silence button on the pcu. As a result of the continued silenced alarm there was a reported delay in care. There was patient involvement but impact is unknown. Although requested no further information was provided.